Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) measurements and sensor glucose (sg) values. During escalation, review of sensor data indicated that the user entered estimated values for calibration rather than using true bg measurement. Customer care instructed the user to perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment. The sensor re-link was successfully completed, after which the system entered a re-initialization phase. The user was advised to enter proper calibrations while the system's performance was monitored over the subsequent days.post re-link monitoring indicated that calibrations entered after the re-initialization aligned appropriately with sg trends, with occasional differences attributed to lag or rapid glucose changes. Although the user continued to express dissatisfaction and reported intermittent discrepancies, review of the dms confirmed continued system use with up-to-date data, and no system malfunction was identified. B4.date of this report 10 feb 2026. G3.date received by the manufacturer? 10 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.